Manufacturer narrative:
The returned closure top was evaluated. The threads were found fractured and deformed. The cause is likely attributed to a misalignment either between the extender sleeve and tulip head or the closure top and extender sleeve/tulip head threads. The misalignment would have caused an increase in resistance as the closure tops were being inserted and as more force was applied to overcome the resistance and insert the screws, the threads would have failed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00543 and 3012447612-2017-00545.

Event description:
It was reported that the threads of three closure tops were broken during final tightening within surgery. They were removed and replaced with alternative closure tops. There were no reports of patient impacts associated with this event. This is report three of three for this event.